Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported that the defibrillator was "making high pitch humming noise when connected to mains". There was reportedly no patient involvement.